Event description:
Boston scientific crm received information that this device was not successfully implanted. The right ventricular lead could not be inserted into the header as the set screw was sideways. Attempts were made to pull back the set screw, but the set screw would not back out of the header. A new device was successfully implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.